Manufacturer narrative:
As received, the contamination shield was attached to the catheter. The balloon inflated clearly and concentrically and remained inflated for 5 min. Without leakage. The thermistor read 37.1 degrees c when submerged into a 37.0 c water bath. Thermistor resistance when submerged in a 37.0 c water bath read 13836 ohms, which is within allowable specifications. There were no open or intermittent conditions. The thermistor connector was opened with no visible inconsistencies. Further testing using engineering calculations, the catheter was found to have the incorrect resistor placed into the thermistor connector. The measured resistance at 37.0' c was 13,836 ohms, which is out of the allowable specification. The bridge resistance at room temperature was measured to be 9802 ohms. The ideal resistor resistance would be 9670.11 ohms. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from catheter body or returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10x magnification. The complaint was confirmed and is related to the manufacturing process. Actions were previously initiated to address complaints of this type. A device history record review was completed and it was confirmed that the device met specifications upon distribution.

Manufacturer narrative:
Catheter was further assessed by engineering at the manufacturing plant, they confirmed that the correct resistor was in place. Additional communication with the manufacturer of the resistor indicated that contaminants in the resistor film can potentially short the spirals on the component, causing changes to the resistance values over time. This likely accounts for the preliminary results that indicated the incorrect resistor was placed. As a result of these findings, actions have been implemented at the supplier to submit the parts to a more stringent cleaning process. This will address the resistant film and serve to further stabilize the part.

Manufacturer narrative:
Customer medwatch was received - (B)(4).

Event description:
It was reported that the temperature was reading 104 on the monitor; however, the patient's temperature was normal. It was noted that the patient status was fine but the readings were not corresponding. The catheter was inserted in the or but this event occurred in ICU. Troubleshooting was performed, changed cables, used different monitors (ge marquette). Follow up indicated that when the patient first arrived and was hooked up to the ge marquette monitors the temperature would register normothermic (98). After awhile it would slowly creep up until it registered 104. The temperature was taken tympanic, temple, and orally and was normothermic. Additionally the patient did not feel warm. They changed the cables, module and used a different monitor. None of these changes made a difference. One of the swans cardiac output numbers were jumping all around. There were no patient complications as a result of this situation.